Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height cubie 4.1 and 4.2 was not detected on bus and was unable to recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was getting stuck. The field service engineer powered down the station, reseated bus cables, and rebooted the system, restoring drawer detection. During final testing, row board d failed to detect cubie pockets. The station was powered down again; row board d was cleaned and reseated but remained undetected. Fse replaced the auxiliary half height cubie drawer 4.1 controller board, checked bus cables, matrix drawers, and drawer cables, and cleaned debris from the back panel. Verified medications and completed testing. The system functioned as intended after the field service engineer repaired the device.